Event description:
Upon opening the implant, discovered that it was discolored towards a darker 'smokey' shade instead of the usual shiny silver on the articulating side of the head. Another identical device was immediately available and case completed as originally planned with no delay or medical intervention.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.